Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: evaluation revealed that the returned cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found. The retained cartridge has been evaluated by product analysis on 11/05/2015 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that the patient had a blood glucose (bg) of over 250mg/dl with polyuria and unspecified ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that over the past couple weeks they had air bubbles in cartridge. This report is being made due to the bg excursion the patient experienced due to an alleged site/set/cart issue